Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The optical fiber was found to be broken within the membrane approximately 19.3cm from iab tip. The technician was able to aspirate the inner lumen without difficulty. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The optical fiber was found to be broken, confirming the reported sensor failure and difficulty to monitor arterial waveform. We are unable to determine when this may have occurred. The reported difficulty to aspirate could not be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy the arterial line waveform appeared flattened. It was noted that the customer had trouble with the "transducer" and was unsure when or why the fiber optic cable had been disconnected. Troubleshooting led to plugging in the fiber optic cable, which then led to a fiber optic sensor failure message. Attempts to aspirate the fluid lumen were unsuccessful. The patient had a radial line which did not have a pulsatile waveform. The need for an alternate arterial line and how to connect it was explained to the customer. There was no patient harm or adverse event reported.